Manufacturer narrative:
(B)(4). The root cause was not determined. A batch review was performed for potentially associated lots (h10a19071, h10b27031, and h10c18038), with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During follow-up performed by (B)(4) on (B)(6) 2011, regarding the report of this patient passing away (which is unrelated to this report), the following additional information was obtained: in 2006, the patient began peritoneal dialysis using pd4 ambuflex and pd4 ultra bag, ip (lot, dose, and frequency not available). When asking the patient's peritoneal dialysis (pd) nurse about past medical history, the pd nurse stated the patient had an episode of peritonitis in (B)(6) 2010. The pd nurse did not know the culture results. Causality assessment was not related to the dianeal solution. The pd nurse had no further information regarding the peritonitis. All available information was reported. No further information was expected.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.